Event description:
Additional information provided noted that lead integrity testing was performed and all rv lead measurements appeared to be within normal range. The shock impedance measurement was within normal range in the single coil configuration. A review of the information by ts noted that the biggest concern regarding changing the configuration to a single coil would be that defibrillation testing would always have to be performed when testing lead integrity in the future. No further information was provided, this system remains implanted.

Event description:
A review of the disk provided to ts noted that the single out of range shock impedance measurements could be related to a higher impedance affecting the svc coil and leading to the device calculation anomaly rather than a lead conductor issue. Ts discussed performing further testing to rule out a lead integrity issue that could compromise the ability of the device to delivery effective shock therapy. At this time the system remains implanted.

Manufacturer narrative:
(B)(4). Upon further information this investigation will be updated.

Event description:
Boston scientific received information that during a routine follow up a single value of out of range shock impedance measurement was noted. The pacing impedance measurements had also increased. A request for review by boston scientific technical services (ts) was requested. No adverse patient effects were reported.